Manufacturer narrative:
H3 other text : the device is not available to the manufacturer

Event description:
It was reported that during embolization of unruptured cerebral aneurysm case, during delivery of the stent (subject device) into microcatheter, resistance was encountered within the catheter and the stent (subject device) remained in the microcatheter. When the microcatheter was retrieved from the body and the delivery wire was pulled to confirm, only the stent (subject device) remained in the microcatheter. The stent (subject device) was pushed out of the microcatheter using the guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during embolization of unruptured cerebral aneurysm case, during delivery of the stent (subject device) into microcatheter, resistance was encountered within the catheter and the stent (subject device) remained in the microcatheter. When the microcatheter was retrieved from the body and the delivery wire was pulled to confirm, only the stent (subject device) remained in the microcatheter. The stent (subject device) was pushed out of the microcatheter using the guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device returned together with a stryker catheter device, stent was found to be deployed and not returned, the sdw (stent delivery wire) was found to be kinked/bent, and the stent introducer sheath was found to be intact. A functional inspection for stent difficult/unable to advance or pullback through catheter functional test was unable to perform the test as the stent was found to be deployed and not returned and for stent deployed prematurely during use was not available as the reported event was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The stent was found to be deployed and not returned. The sdw was found to be kinked/bent and stent introducer sheath was found to be intact. An assignable cause of procedural factors will be assigned to the reported 'stent difficult/unable to advance or pullback through catheter' and to the reported and analyzed codes 'stent deployed prematurely during use', and to the as analyzed code 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.